Manufacturer narrative:
Continuation of d11: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type lead product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type lead product ID 97715 lot# serial# (B)(6), implanted: (B)(6) 2018, explanted: product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the serial number of the percutaneous lead that was attempted to be placed on (B)(6) 2019, but the surgeon couldn¿t place it in a way they felt would cover the patient¿s pain appropriately was unknown. It was reported that the cause of the surgeon not being able to place the percutaneous lead in a way that they felt the patient would received appropriate coverage was due to the patient¿s anatomy. It was indicated that the cause/contributing factors of the patient¿s original leads slipping down from the original placement was believed to be due to the patient¿s activity. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-may-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 23-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-sep-16, information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s system was removed with an attempt to replace it on (B)(6) 2019. They attempted to revise it the same day. Surgical leads were then used after failed placement on (B)(6) 2019. Successful surgical placement occurred on (B)(6). It was confirmed that nothing was removed on (B)(6) 2019 and rather the patient¿s two leads were removed and replaced with one lead on (B)(6) 2019. No further complications were reported/anticipated. On (B)(6) 2019, additional information was received from a manufacturer representative (rep) clarifying that the reason for the lead revision/replacement was due to the patient¿s leads slipping down post-operatively from their original placement. It was unknown when the issue began. It was indicated that the reason/cause of the failed placement/revision surgery on (B)(6) 2019 was stated to be because the perc placement couldn¿t be placed the way the surgeon felt would cover pain appropriately. The leads would not be returned as the customer discarded them. The patient¿s weight was unknown at the time of the event. No further complications were reported/anticipated. The patient¿s weight at the time of the event was unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated. See related regulatory report: 3004209178-2019-18121.